Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please provide more details of the device malfunction? The device was fired, made a louder than normal noise, and then immediately stopped. The surgeon was concerned and pressed the knife blade reverse button. The knife blade still did not reverse. He tried taking out the battery and replacing, knife blade would still not reverse. Activated the manual override and the knife blade would still not reverse. The surgeon pulled on the stapler and was able to pull it off the tissue. No patient consequences. Used second stapler to complete case. Did the device lock-out (no staples deployed and no cut line started)? The surgeon was unsure if it locked out. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Surgeon did know if staples were deployed or if cutting occurred. He was mostly concerned that he could not get the knife to reverse. Or, did the device fully fire and stop during the automatic knife return? The device did not fully fire, this happened right after firing and did not advance very far before stopping. Was there any difficulty opening the device? Yes, the jaws would not open, the knife would not reverse. If yes, how was the device removed? The surgeon pulled on the stapler and was able to pull it away from the tissue. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Tried everything as stated above, nothing worked. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastric sleeve on the second fire the device made a noise and stopped. It would not advance or release. With tension, they were able to remove it from the tissue. A similar device was used to complete the case with no patient consequences.